Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, one day post implant, the patient developed a hematoma at the pocket site. It was also reported that the right atrial (ra) lead exhibited low unipolar impedance warning. The implantable pulse generator (ipg) and ra lead and remain in use. No further patient complications have been reported as a result of this event.